Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, the implanted rod broke and non union occurred as a result of this event. Patient underwent posterior spinal fusion (revision surgery) as a result of this event for the removal of rod.